Event description:
It was noted, at a device change out on (B)(6) 2011, that this l v lead was connected to a y adapter with another lv lead, turning them into a bipolar lv system. This lead is the "proximal ring" in the y adapter. Thresholds significantly better though the "ring". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).